Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement test. The unit was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked case at the display window corner. (B)(4).

Event description:
A diabetes clinical manager called for the customer to report an out of box failure and that the new insulin pump kept alarming motor error. The customer's blood glucose level was 87 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.